Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak located near the left edge on the back side of the bag that would have been obvious if present during bag filling. Magnified inspection of the leak location identified a gouge from a sharp object and there was a second scratch or damage near the leak. The manual add port had been used, as evidenced by a cannula insertion point. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, in addition to the customer report of the leak being identified during visual inspection process after the bag was filled, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to has a pin hole on the side wall which caused leaking. The leak was discovered during pharmacy inspection process. This report documents no patient involvement or adverse events. No additional information is available.